Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported the patient had an overdose from her bolus in 2011. The medication being delivered via the device system at the time of the event was not provided. Additional information has been requested regarding the ¿bolus¿, if any actions or interventions occurred and how the patient was now doing but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.